Event description:
A peritoneal dialysis (pd) pt's relative reported that the pt passed away and requested the liberty cycler to be picked up. During a follow up call, the pd nurse reported that the pt was bleeding and became unconscious. The pt was brought into the hosp and passed away. A CT scan revealed massive bleeding. The pt's doctor reported that pt suffered from a catastrophic brain stem bleeding. There was no reported cycler issues or problems.

Manufacturer narrative:
The actual device was returned to the MFR for eval and a product investigation was performed. A visual inspection was completed and the cycler was in good condition. A simulated treatment was performed and completed without any failures or problems. A pt sensor calibration check and scale calibration check were completed and passed specifications. Further eval found no device malfunctions that would have caused the reported pt death. A batch record review was conducted and confirmed that there were no deviations or non conformities during the mfg process. Product labeling, material, and process controls were within specifications.